Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Event description:
A medtronic representative reported that, while in a probe placement procedure, the site was unable to manually adjust a merge on the computed tomography (CT) scan being used. The site was able to use the auto merge that was performed as the landmark anatomy looked acceptable and the suspect area was posterior. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome. No additional information was provided.